Event description:
It was reported that the patient complained of diaphragmatic stimulation and pain 8 days post implant, and there was a question as to whether there was a partial perforation. Echo revealed an enlarged pericardial sac and appeared to be another myocardial perforation. 3 days later,the lead was explanted and replaced. Pt was off coumadin during all of this and developed multiple dvt's, but recovered and was discharged to home. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.